Event description:
The device was used during a j-pouch procedure. Reportedly, the instrument was difficult to open. The surgeon manually stutured to complete the procedure. The hosp has reported no pt injury occurred.